Manufacturer narrative:
Patient codes:n/a. Device codes:n/a. Internal file number - (B)(4). Correction: the PMA/510k date was filed incorrectly on the follow-up medwatch report as (B)(6)2018, but should have been (B)(6)2019.

Manufacturer narrative:
Internal file number : (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use (IFU) lists packaging removal (sheath removal) to be performed prior to system preparation. In this case, it is unknown if the IFU deviation related to prepping the stent delivery system prior to sheath removal contributed to the reported stent dislodgement. The investigation determined the reported stent dislodgement appears to be related to operational context as it is likely that inadvertent mishandling during protective sheath removal resulted in the reported stent dislodgement. Additionally, the device was prepping the device prior to sheath removal may have contributed to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that following preparation of a 2.75 x 28 mm xience xpedition stent delivery system (sds), on removal of the protective sheath / mandrel with no reported resistance, it was noted that the stent was not crimped on the balloon. Upon further examination, the stent was located on the mandrel. There was no patient involvement. The procedure was successfully completed with a new unspecified stent. There was no reported clinically significant delay in the procedure. No additional information was provided.